Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the same curved vessel sealer (cvs) instrument with a backup e-200 iesu, and the cvs instrument was recognized normally, which indicated that the original e-200 was defective. The fse replaced e-200 iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that e-200 integrated electrosurgical unit (iesu) failed to recognize curved vessel sealer (cvs) instrument.